Event description:
The patient was injected in the nasolabial folds. The pt allegedly developed dark swelling, redness and unusual bruising on the right nasolabial fold. The pt was treated with mupirocin, avelox, and gently massage.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. Pt's symptoms have resolved. This MDR is deemed closed.